Event description:
It was reported that the tip of the tenaculum forceps instrument had a broken cable. No additional information has been provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable to be broken near the proximal pulleys, and proximal clevis cable hole resulting in the pulley to freely spin. The proximal clevis cable hole exhibits wear on the edge. Other cables at the wrist are not damaged. The cable wear on the pulleys/clevis combined with high grasping force likely contributed to the breakage. Engineering also observed the distal end of the main tube to have deep scratches on an area approx .500" x .300" where material of the main tube was removed. The scratches are located on the clevis end of the the main tube, at approx 1.200" from the proximal clevis and likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instrument. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.